Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense channel that was oversensed and resulted in pacing inhibition.